Manufacturer narrative:
Other relevant device(s) are: product ID: 9733686, serial/lot #: unknown. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. The system was switched to dhcp which was the reason the system wasn't communicating with the imaging device and pacs. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the navigation device was not communicating with the imaging device. The medtronic representative was able to troubleshoot the system and find out that the system was switched to dhcp which was the reason the system wasn't communicating with the imaging device and electronic picture archiving and communication systems (pacs). There was no patient present when this issue was identified.